Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered subsequent inappropriate therapies due to non-physiologic low amplitude artifacts oversensing, under primary vector configuration. Provocative maneuvers were able to reproduce the artifacts. The system was reprogrammed to alternate vector. Technical services believed this anomaly was related to the sense b issue. It was recommended to reprogram the system to secondary vector with additional troubleshooting. This implantable electrode remains in service and no additional adverse patient effects were reported.